Event description:
Physician advanced wire and headway duo microcatheter until physician commented that the wire was not torquing adequately. He removed the wire and the microcatheter and noticed the tip of the wire detached. Wire and tip are both available to return. Procedure was completed with another wire of same make and lot#. Patient was not affected.

Event description:
Physician advanced wire and headway duo microcatheter until physician commented that the wire was not torquing adequately. He removed the wire and the microcatheter and noticed the tip of the wire detached. Wire and tip are both available to return. Procedure was completed with another wire of same make and lot#. Patient was not affected.

Event description:
Physician advanced wire and headway duo microcatheter until physician commented that the wire was not torquing adequately. He removed the wire and the microcatheter and noticed the tip of the wire detached. Wire and tip are both available to return. Procedure was completed with another wire of same make and lot#. Patient was not affected.